Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2021. During the procedure, the first flange was sucessfully deployed; however, when the second flange was attempted to be deployed, the second flange could not be deployed. The stent was removed partially deployed on the delivery system. The procedure was completed using a different sized axios stent. There were no patient complications reported as a result of this event. Additional information received on january 18, 2022 it was reported that the second flange was difficult to deploy. Eventually the stent fully deployed in the pseudocyst and was removed using grasping forceps.

Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), b5, h1, h6 (device codes and impact codes) and h10 have been updated with the additional information received on january 18, 2022. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully deployed and expanded. The delivery system was received in position "4". Visual examination of the returned device found the outer sheath kinked at the proximal section. The inner sheath was also kinked. No other issues with the stent and delivery system were noted. The damages noted of the returned device were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated during the procedure, limited the performance of the device and contributed to outer sheath and inner sheath kinked. The reported event of stent positioning issue and stent difficult to deploy could not be confirmed because these malfunctions occurred during the procedure and could not be functionally/visually verified. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, improper axios stent placement is noted within the instructions for use (IFU) as a known potential adverse event related to the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: block a6 (race) has been corrected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2021. During the procedure, the first flange was successfully deployed; however, when the second flange was attempted to be deployed, the second flange could not be deployed. The stent was removed partially deployed on the delivery system. The procedure was completed using a different sized axios stent. There were no patient complications reported as a result of this event.